Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a cause for the reported slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. A mitraclip was deployed, however a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. An additional clip was implanted to stabilize the slda, successfully reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.